Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during an l5-s1 they had difficulties registering the patient. The surgeon planned alone and then went over it before the case. They were eventually able to register. They went to left l5 and looked accurate. Then when going to s1 on the left the axial looked accurate but sagittal looked inferior 3-5mm to the plan. They took another snapshot and still looked inaccurate. They then re-registered and went back to s1 and were still inferior. The surgeon aborted the use of the guidance system and proceeded with normal navigation and imaging. The cause of the inaccuracy was unknown. There was about a 25 minute delay. There was no impact on the patient outcome.

Event description:
Additional information received from a manufacturer representative reported that the surgical arm passed an accuracy test and the system had been used successfully in later cases.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the trajectory was found to be inaccurate after reg istration. L5 was accurate, s1 was inaccurate. No screws were inserted with the guidance system as the use of the guidance system was aborted after three different registrations. An interbody was placed prior to registration since the procedure was an alif. Navigation accuracy was checked and was found to be accurate, so the patient was re-registered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the software exports and logs found the complaint was confirmed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Analysis reviewed the planning made for the case. Inferior skiving potential was found in s1 left. Analysis reviewed the matching accuracy of the system. In the final registration CT-fluoro matching of the vertebrae were determined acceptable. It was reported that "they went to left l5 and looked accurate. Then when going to s1 on the left the axial looked accurate but sagittal looked inferior 3-5mm to the plan. They took another snapshot and still looked inaccurate. They then re-registered and went back to s1 and were still inferior." No images were provided to confirm the inaccuracy. Moreover, according to the rep "after 3 different registrations, we aborted and went to navigation", hence no screws were implanted using the robot. Log file show no excessive force was applied on the arm. As the patient was re-registered after inaccuracy occurred, a platform shift can also be ruled out as the reason for inaccuracy. Alif was inserted prior to registration. Addition of an interbody can affect anatomy and contribute to inaccuracy. Images were not provided to show the navigation problem. It was reported that: " they took another snapshot and still looked inaccurate". Divot accuracy check executed after the last snapshot show the distance between tip and divot to be out of range (>2mm). After ruling out platform or patient shift, analysis concluded that the reported navigation inaccuracy was due to skiving of the tools along a cortical slope. Changes in anatomy due to alif insertion could have been a contributing factor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.